Event description:
Doctor implanted a 50-375-04 in the maxilla of a pt approximately 2 months ago. Pt returned to doctor and the doctor found that the pt's occlusion had moved. Doctor went back into the pt and found the plate had broken at one of the screw holes. Plate removed and replaced with the same stock number plate.